Event description:
It was reported that during implant it was determined that the lead was too short. The lead was not used and was replaced by a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix mechanism and the lead was damaged at implant.